Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'failed downstream occlusions' which were verified through a review of the event history log by the presence of "downstream occlusion" but were not determined if the alarms were true or false. Evaluation did not reproduce the reported symptom. The cause was identified to be a downstream tubing guide height out of specification which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false downstream occlusion. There was no patient involvement. No additional information is available.